Event description:
It was reported by svc report that the head right timing link was broken and hanging down with exposed sharp edges. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head right timing link was broken with exposed sharp edges.